Event description:
During investigation of low quality control results on the analyzer a customer observed that the universal wash reagent (uwr) waste tubing was crimped. Crimped tubing has the potential to cause falsely elevated troponin I results to occur. Elevated troponin I results might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.